Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. As a result, noise oversensing led to pacing inhibition and a syncopal episode. This pacemaker was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. Based on available evidence, it is likely that this device was exhibiting the behavior described in the high internal battery impedance in a subset of accolade pacemakers and crt-ps field safety communication; however, the high battery impedance could not be confirmed during laboratory analysis due to the depleted state of the returned battery. In this case, root cause cannot be confirmed because the returned battery has insufficient power remaining to maintain device diagnostic data, and the battery voltage is too low to provide evidence of high battery impedance through direct testing of the battery.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. As a result, noise oversensing led to pacing inhibition and a syncopal episode. This pacemaker was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.